Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.